Manufacturer narrative:
One viewflex xtra ice catheter was received for evaluation. The catheter distal tip was noted to be bent and fractured. Due to the aforementioned catheter tip damage functional testing could not be performed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported insertion difficulty remains inconclusive. Based on the information provided, the cause of the bent and fractured catheter tip remains unknown.

Event description:
This report is to advise of a fracture found in the catheter tip during analysis.